Event description:
A pt reported blood glucose results of "153, 178, 100, and 211 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter, strips, and control were replaced.

Manufacturer narrative:
Lifescn has requested the return of the subject meter for eval, but has not yet rec'd it.